Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and found that cutter was stuck inside the lock/pawl subassembly with damages in the locking components and pawls were melted indicative of device being power broken. Therefore, the reported condition was confirmed. It was determined that the cause of the powerbroken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause was determined to be due to user error / abuse and possibly misuse. If information is obtained that was not available for the initial medwatch, a supplemental medwatch will be filed as appropriate.

Event description:
It was reported that during routine inspection, it was observed that the motor device was broken and had a burr jammed in the hose. During in-house engineering evaluation, it was observed that the cutter was stuck inside the lock/pawl subassembly with damages in the locking components and pawls were melted indicative of device being power broken the event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.